Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. In (B)(6) 2015, the catheter kinked in the patient's back. They did a "flow study" and dye could not go all the way through so the catheter and pump were removed. The patient was put on oral medication to cover the pain. The patient got a new pump and catheter implanted in (B)(6) 2015 and everything was fine then.

Event description:
The patient had experienced an increase in pain. The patient was miserable. She reported to the clinic that her pump was not working. Fluoroscopy was done on (B)(6) 2015. There was a break in the catheter at the pump connection site. A system explant was planned for (B)(6) 2015. The device system was delivering morphine (50 mg/ml at 14 mg/day). The patient was also taking nucynta (tapentadol).

Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot# serial# (B)(4) implanted: (B)(4) 2013 product type: catheter. (B)(4).